Manufacturer narrative:
Deice evaluation completed on august 25 2020: during visual evaluation, a line of shell wear was noted on the posterior view. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that unintentionally selected "no" for h5 in initial submission. The correct answer is yes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, and capsular contractures unknown baker grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unknown silicone breast implants which the patient experiencing bilateral rupture, and capsular contractures unknown baker grade after implantation. Patient states that her breasts are hard and painful since three ( 3 ) years ago, gained weight, and implants are flat and saggy. The issue of rupture confirmed by the physician via MRI examinations. As a result, patient scheduled for removal on (B)(6) 2020. This report is for the left prosthesis.